Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that patient presented to hospital after receiving inappropriate hv therapy due to noise. X-ray revealed externalized conductors. The lead was capped and replaced. The patient condition is good.